Event description:
Customer received result of 304 mg/dl on the mobile system and a result of 136 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(4). This medwatch report is for the suspect device used in the aviva system (lot number 491531, expiration date 05/31/2014). (B)(6).